Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and no delivery alarms. The customer blood glucose level was 486 mg/dl. The customer also reported that they were using humalog and gave a bolus. Customer states the insulin did exit. Troubleshooting was assisted. The insulin pump and the reservoir will not be returned for analysis.